Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : no devices received, log review only.

Event description:
It was reported the clinician was titrating an infusion of dopamine (1.6mg/ml 250ml) up during the overnight however noted the volume in the bag never went down and the patient's vital signs did not change despite the increase in dose. The clinician changed out the tubing and the channel. Once transitioned to the new channel, the patient immediately responded to therapy, the bag lost noticeable volume and the medication was titrated down. According to the customer the patient's blood pressure was "adequate" during this period. The clinician noted the pump did not alarm for any bottle side occlusion.

Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported the clinician was titrating an infusion of dopamine (1.6mg/ml 250ml) up during the overnight however noted the volume in the bag never went down and the patient's vital signs did not change despite the increase in dose. The clinician changed out the tubing and the channel. Once transitioned to the new channel, the patient immediately responded to therapy, the bag lost noticeable volume and the medication was titrated down. According to the customer the patient's blood pressure was "adequate" during this period. The clinician noted the pump did not alarm for any bottle side occlusion.